Event description:
It was reported that this pacemaker exhibited a gradual increase, but still within range, impedance measurements on the right ventricular (rv) lead. The lead involved is a non boston scientific product. Boston scientific technical services (ts) was consulted and upon review, sensing and thresholds were found to be stable. Isometric tests were performed and no noise was reproduced. Additional information was received that this device has been explanted. No further information was provided and was not able to be obtained regarding the explant procedure of this device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a gradual increase, but still within range, impedance measurements on the right ventricular (rv) lead. The lead involved is a non boston scientific product. Boston scientific technical services (ts) was consulted and upon review, sensing and thresholds were found to be stable. Isometric tests were performed and no noise was reproduced. Additional information was received that this device has been explanted. No further information was provided and was not able to be obtained regarding the explant procedure of this device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.